Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. Review of the provided data did not reveal or indicate any hardware issue (cobas® 6800 sn(B)(6) and sn(B)(6)) or a product issue with the cobas® mpx assay (lot m15266 or m17769). The discrepancy is due to the samples being at the limit of detection (lod) for the assay. However, it also cannot be excluded that the questioned hiv-reactive result was caused by environmental contamination or by a nonspecific amplification event, which, due to the inherent nature of pcr, can occur at an extremely low frequency.

Event description:
There was an allegation of discrepant hiv results with the cobas®mpx kit (480t) from the cobas 6800 analyzer for three patients. Patient 1: on (B)(6) 2025, the initial sample generated a reactive result for hiv. Repeat with the same sample on the same day generated a non-reactive result for hiv. The same sample was repeated on the next day and generated a non-reactive result for hiv. Patient 2: on (B)(6) 2025, the initial sample generated a reactive result for hiv. On (B)(6) 2025 the same sample was repeated twice and generated a non-reactive result for hiv. Patient 3: on (B)(6) 2025, the initial sample generated a reactive result for hiv. On the same day, the same sample was repeated and generated a non-reactive result for hiv. Serological hiv ag/ab testing (abbott alinity) was negative for all samples.